Event description:
The customer called for help with her contour ts meter. She performed a control test during the call and received a result of 521 mg/dl. The normal control range was 100-138 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.